Event description:
1/13/93 - upon initiatition of treatment, patient c/o chest pain. Tx stopped ntg given, charge nurse noticed that the dialysate lines were not attached to the dialyzer which had been packed in formaldehyde. The pretreatment check for residual. Formaldehyde had been negative per 2 staff. The patient reproted alleviation of symptoms upon stopping tx however he was followed up in the hosptial & had no further symptoms.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.